Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal dilaudid (hydromorphone) and lidocaine via an implantable pump for non-malignant pain. The patient rep reported the personal therapy manager (ptm) was locked up and they were not able to use the ptm. Patient stated they get 4 bolus a day and the ptm takes a long time to connect. Patient stated she could not use the ptm yesterday or day before so she was not doing well. Agent asked patient rep to connect with the ptm and patient rep said they were not sure what they were trying to do. The patient rep stated they would find the communicator and plug the handset into the outlet. The patient representative (rep) stated he gets confused easily and not sure what to do. Agent asked to speak with the patient and patient said the handset show to change the language. Agent conference healthcare it (hcit) on the call and they were able to get the handset to power off and get back to the myptm application. Patient started connecting to app and device was searching. Patient stated she need to change position and would call back if she needs assistance. The issue was resolved through troubleshooting steps. The patient rep stated the handset was stuck. Agent recommend charging the handset and communicator and agent would call him back in hour.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that the ¿pump¿ had quit working. The patient stated, "it wasn't on their phone they're not hooked up with the pump system". The patient also mentioned they weren¿t sure if they were getting the right medication and they didn't know how long that had been going on. The agent asked if they were getting a message when they tried to use the handset. The patient stated, "yes, yesterday it was always taking long time, and I didn't know if I was getting anything, I was not getting the one that was supposed to be automatic the one that's supposed to give the larger dose, it's bypassing my pm". The patient added that the screen "will go on for 3 minutes sometimes 10-15 because it will keep shutting off". The agent had the patient connect to their pump and the patient confirmed they were able to connect and bolus. The agent reviewed data and assisted the patient with deleting the data. When the patient tried to access their pump, they stated they ¿don't have the myptm and that was their problem¿. The patient stated, "it disappeared over the last few times I've been messing it". The patient then confirmed seeing the myptm app to connect to confirm the handset serial number and version. The patient asked again if they were getting the right medication. The agent reviewed the healthcare provider¿s role and redirected the patient to their managing healthcare provider. During the call, the patient mentioned that they have a huge hernia going on and it was hard for them to adjust the position of the communicator to stay connected.